Event description:
Pt on continuous rotational w/triadyne bed provided by kci. Following iniation of percussion therapy the bed "locked out" the controls leaving the pt in continuous rotation and percussion. None of the controls worked and this condition remained even after the bed was unplugged.